Event description:
It was reported that premature eri was observed with a sudden drop in battery voltage. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within normal longevity estimates. Device function was normal when tested on the bench.